Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. During the post operative interrogation, increased thresholds were revealed. An x-ray did not reveal the lead was dislodged, however it was thought the lead was micro-dislodged. A revision procedure was performed. This lead was successfully repositioned and acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.